Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the md inserted the iab while in the cath lab. The iab was connected to the pump, and the pump emitted "high pressure" alarms. The md immediately removed the iab and inserted another iab successfully. There were no reported patient complications.